Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation a follow up report will be filed.

Event description:
Values of microsensor are different on icp express monitor compared to patient monitor; not clear which values are correct. No product code nor lot reported but 2 sensore will send back.